Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 5379 ml. The largest prescribed fill volume was 2700 ml, this meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010 regarding the iipv found during evaluation. According to the nurse she was not aware of an overfill event, however, she was aware that the patient was having difficulty with drains as the device was not pulling enough solution. Additionally, the patient did not report any symptoms of overfill. The nurse stated that the patient received a new cycler and has resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. The device will be routed to the service area.